Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block e1: initial reporters address: (B)(6). Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. It was also noted that the trip wire was kinked and a portion of it was attached to the suture. The suture hole did not present any issues. The ligatior head returned with five bands attached to the ligator head. Additionally, the suture was attached to the trip wire and was in a good shape. Further examination shows that the ligator head teeth were in a good shape. A functional test was performed and all the bands attached to the ligator head deployed without any issues. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence that the device was used in a manner inconsistent with a written instruction in the instruction for use (IFU), as it was used in the fundus of the stomach during a band ligation procedure performed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a varicose vein hemorrhage ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. It was reported that the speedband superview super 7 device was used in the gastric venous.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a varicose vein hemorrhage ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.